Event description:
It was reported that the patient had a vaginal yeast infection and experienced vaginal irritation and vaginitis. The etiology of the event was noted as a new illness or injury. The patient was given diflucan and recovered without sequela on (B)(6) 2011.

Manufacturer narrative:
Product ID 3889-28, lot# v535669, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).